Event description:
It was reported that when ending a patient session, the programmer screen froze and then displayed a black system error screen. The programmer was power cycled and then resumed normal function. The programmer remains in use. No patient complications have been reported as a result of this event.